Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. The device trained biomed reported evaluating the ventilator device and cycling the device and found a faulty flow sensor, which caused the reported event. The customer reported the suspect flow sensor component is available for analysis and a return good authorization (rga) has been issued. At this time, vyaire medical has not received the suspect flow sensor component for evaluation. In the event that the device is received for evaluation or additional information is received, a follow-up report will be submitted.

Event description:
The customer reported an auto cycle issue while quality testing the ventilator device. The customer stated no reported patient issue was associated with this event.

Manufacturer narrative:
Results of investigation: the vyaire medical failure analysis laboratory received the suspect exhalation flow sensor for investigation. The suspect flow sensor component was visually and physically inspected, which found no anomalies. The flow sensor was connected to a test device and the manufacture flow sensor testing was performed, which met specifications. At this time, the reported event was not duplicated and no component failure was identified. Therefore, no component root cause could be determined. This issue will be internally investigated within vyaire medical.